Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the r1 syringe assembly. There have been no further reports of discrepant results since the part was replaced. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6)) analyzer. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I free t4 results on three patients. Results provided: (B)(6) 2024 (customer reference range is 9.0 -19.0 pmol/l): sid (B)(6) = original result 45.58 pmol/l, repeated at 17.4 pmol/l sid (B)(6) = original result 20.34 pmol/l, repeated at 16.7 pmol/l sid (B)(6) = original result 20.17 pmol/l, repeated at 15.1 pmol/l no impact to patient management was reported.